Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting. The receiver was opened and the ui pcba was detached to download the reciever log. It was reviewed and no errors were observed related to the complaint. Measured battery voltage test was performed, and passed. A functional test was attempted, unable to run functional tests because of perpetually rebooting. An overnight charging and discharge test was performed, and failed. The reported event that the receiver ceased to function was not confirmed because there were no indications of any "unexpected shutdowns" and\or "receiver ceasing to function" ever happened within the investigation window. A root cause could not be determined.